Event description:
Consumer complaint of high blood results. Meter used to get results but is now displaying 'hi'. Three blood tests were performed during the call. All results were 'hi'. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).